Event description:
Physician was attempting to deploy a 2 x 12 mm stent in the left anterior descending artery. The physician had difficulty in advancing the stent past the mid vessel. The stent appeared to be catching on a previously deployed stent. The physician attempted to retrieve the stent back; however the stent would not come out. The physician was able to manipulate the stent until it came out, however the stent had dislodged from the balloon. The physician then introduced another stent into the left anterior descending artery. A 2 x 15 mm balloon was used to push the stent to the wall followed by a 2.5 x 15 mm stent. The stent was fully deployed and the dislodged stent was opposed into the wall with the new stent. There was no other intervention required.